Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer requested the return of the device. The device was returned to the customer without repairs and the customer was informed not to use the device

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock during testing. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock during testing. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.